Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during treatment he received "m31 air detected in cassette" alarms. The patient cancelled treatment and when he removed the tubing set, he found fluid leaking from the bottom of the tubing set, reportedly from the fourth line from the left where the tubing connects to the hard plastic of the cassette. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment. The sample was discarded and was no longer available for evaluation.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during treatment he received "m31 air detected in cassette" alarms. The patient cancelled treatment and when he removed the tubing set, he found fluid leaking from the bottom of the tubing set, reportedly from the fourth line from the left where the tubing connects to the hard plastic of the cassette. The patient reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient was not requested to come into the clinic as a result of the reported fluid observed and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment. The sample was discarded and was no longer available for evaluation.